Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. The complaint device was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, transmitter passed as well the test on global transmitter final functional tester was passed. Voltage testing was performed and the transmitter passed. Data log review was performed, the reported loss of connection was confirmed during the log review. A root cause could not be determined.